Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, but blood noted in helix; full lead returned and analyzed.

Event description:
It was reported during the procedure that there were positioning difficulties with the right ventricular lead, and the lead dislodged twice. After several attempts at implantation, it appear to the physician that the helix was not extending and retracting properly. The lead was removed and replaced with a new lead and the case was completed. There were no patient complications reported as a result of this issue.